Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that the patient asked the following question: "why would a doctor remove the pump when the problem was with the catheter?" No additional information was provided. No patient symptoms were mentioned. No information was provided regarding the event date. No further complications were reported.